Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. The patient was at home on (B)(6) 2023, the cgm reading was 58 mg/dl. The parents decided to take a blood glucose reading which was 94 mg/dl. Then the patient started to vomit and felt very tired. So, the mother decided to take him to the emergency room. The parents reported that the patient was asleep when she took him to the emergency room around 3:30 pm. At the hospital, they took another bg reading which was 314 mg/dl. There the patient was treated with zofran (anti-nausea medication) and 2 bags of IV fluids. The patient regained consciousness right after he was treated with the IV fluids. The patient´s bg stabilized after the treatment. The patient was discharged around 8 pm the same day and at the time of the report he was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.